Event description:
It was reported that parts keep falling from front riggings on the (B)(4) wheel chair. As per tbm this is a production manufacturing issue with (B)(4) front rigging. The parts to be replaced under warranty as per internal decisions to replace all front riggings (B)(4).